Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one unit was returned for evaluation. Upon inspection engineering found no visible damage. The unit was disassembled for further evaluation and all components were found to be present. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "during procedure while placing the surgiseal through the trocar, the small cylindrical inner seal of the seal housing separated from the trocar seal housing and was deposited into the patient. The small seal was recovered with a inzii retrieval bag, cd001." Patient status - "unknown."